Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity) and non-penumbra stent retriever. During the procedure, the physician advanced the velocity through the jet7 and into place distal to the clot. Then, the stent retriever was advanced through the velocity; however, the stent retriever became stuck at mid-shaft of the velocity and would not advance any further. Therefore, the velocity and stent retriever were removed. The procedure was completed using a non-penumbra microcatheter, the same stent retriever and the same jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the velocity was fractured approximately 130.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed a fracture on the mid-shaft. If the device is forcefully manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the inability to advance the stent retriever during the procedure. No other device s associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.